Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 142 mg/dl. During troubleshooting, tandem technical support (cts) discovered the customer did not practice the proper air removal technique and loaded cartridges with cold insulin. Cts reminded the customer this was off label. Reportedly, the customer continued using the existing cartridge for insulin therapy.